Manufacturer narrative:
The customer reported that the cns (central network station) did not alarm when the patient went in and out of different arrhythmias. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the cns (central network station) did not alarm when the patient went in and out of different arrhythmias.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the cns (central network station) did not alarm when the patient went in and out of different arrhythmias. The device was never sent in for evaluation. The documents sent in question whether there was an alarm for a 4.2s pause. A complete investigation, however, cannot be completed because neither settings nor device logs were provided. A review of the rhythm strip shows a very noisy baseline in the trace ii lead. While it's impossible to analyze the rhythm without more data, it is possible that the algorithm could have been affected by this noise in the analysis lead. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.